Event description:
Customer reported a patient sample containing anti-fyb did not react with cell 3 of surgiscreen lot vss104. Sample reacted weakly wtih cell 2. Customer performed repeat testing and both cells were nonreactive. Patient alse had a history of anti-leb, there was no reactivity seen with leb positive cells (cells 1 and 3). No death or serious injury was associated with this incident.